Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was further reported that the intervention take to mitigate or resolve the symptoms was changing the medication. The issue was reported as resolved, and the patient recovered without permanent impairment. Should additional information be received a supplemental report will be filed.

Event description:
It was reported the patient was "comatose" after the pump was initially implanted. The patient had morphine in the pump at that time. The concentration and dose were unknown by the reporter. It was noted ¿they put in three times higher than what the patient told them to put in.¿ the patient¿s medication ended up being changed from morphine to fentanyl. The patient¿s outcome and the actions taken to resolve or mitigate the patient¿s symptoms remain unknown. Follow-up was performed to obtain this information. If this information is received, a supplemental report will be submitted.